Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user error guide: change your cartridge every 72 hours or as recommended by your healthcare provider. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies and the customer had been using the same cartridge and infusion set for over three days. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.